Event description:
This report was received from global pharmacovigilance (gpv) and dated (B)(6) 2012 of a spontaneous report from a consumer and a nurse in (B)(6) of a male patient who experienced low blood pressure and peritonitis. The patient reportedly did not wash his hands or wear a mask during peritoneal dialysis (pd) therapy. The male patient disconnected and did not apply a minicap to the catheter resulting in peritonitis with culture positive for staphylococcus epidermidis coincident with dianeal low cal ambuflex and dianeal low cal ultrabag therapies. During a customer call with a baxter technical services (bts), it was reported that on an unknown date, the patient experienced peritonitis and went to the hospital, but was not admitted. During a follow up call by gpv on (B)(4) 2012, the following information was provided: on an unreported date in (B)(6) 2012, the patient began treatment with dianeal pd4 ambuflex for automated peritoneal dialysis (apd) and dianeal pd4 ultrabag for manual peritoneal dialysis (pd). On an unknown date in (B)(6) 2012, the patient reportedly experienced low blood pressure with a blood pressure reading of 74/42. Treatment for the low blood pressure included oral fluid restriction. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was seen in the emergency room (ER), but not hospitalized. On (B)(6) 2012, the patient was given 1 oral dose of levofloxacin and one dose of vancomycin 1gram, intraperitoneal (ip) while in the ER. After discharge the patient received vancomycin 2 grams, ip, every 5 days for a total of 3 doses. The patient was retrained on aseptic technique. The patient has recovered. The reported cause of the low blood pressure was related to the patient's noncompliance and lack of understanding about fluid control. The cause of the peritonitis was due to the patient not practicing aseptic technique during pd therapy.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. The root cause for this condition is undetermined. A batch review was performed for potentially associated lot numbers (gd891903 and gd891986) with no defects noted. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.